Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, stent damage occurred. The lesion was located in the right coronary artery (rca). The physician encountered resistance advancing the liberte 32 mm x 3.0 mm stent into the guide catheter. Upon removal of the stent delivery system, the physician noted that stent struts were opened and "fractured." The device did not enter the pt. The procedure was completed with another of the same device.